Event description:
It was reported that during a dialysis fistula angioplasty procedure, a shaft break occurred. The 70-80% stenosed, moderately calcified lesion was located in the outflow portion of a previously placed dialysis graft implanted in the tortuous left brachial vein near the subclavian vein. Access was obtained via the left brachial vein and another MFR's 6fr sheath was placed. Another MFR's guide wire was placed and the sterling 5.5mm x 40mm balloon catheter was advanced; however, resistance was encountered and upon advancing the balloon catheter approx 25 cm, the shaft broke at the monorail segment outside of the body. The catheter was removed without incident. An unspecified over-the-wire balloon catheter was used to successfully complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine".